Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed, however critical errors were documented in the evaluation. There is no information what needs to be replaced to address the issues.